Event description:
It was reported that the patient presented for a procedure. During interrogation, it was discovered that the right ventricular (rv) lead was exhibiting oversensing noise. The lead was capped and replaced on (B)(6) 2021.